Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt was not receiving effective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. The pt may undergo surgical intervention at a future date to address the issue.